Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer has tried different circuits and found that the unit continues to alarm 1200 patient disconnect. No other codes present. Advised customer to begin the performance verification to identify the issue. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error alarm message: patient disconnect (e/c 1200) and flow accuracy test failed. The unit fails to deliver 200 (liters per minute) lpm. It is unknown if the unit was in clinical use at the time the reported issue was discovered.